Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. Testing confirmed intermittent response of the up arrow and contrast keypad buttons requiring multiple presses with increasing force to evoke a response. The up arrow keypad button was noted to be sticking and hypersensitive, causing scrolling in response to button presses. The ok and down arrow keypad buttons responded appropriately. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The patient contacted animas on (B)(6) 2012, stating the up arrow button had been sticking for a few weeks. The keypad was reportedly intact, and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.